Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an optiflex stone retrieval basket was used during a flexible ureteroscopy procedure performed in the kidney on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, two basket wires fell off. The fallen basket wires were successfully removed from the patient using another optiflex basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned optiflex nitinol retrieval basket revealed that the sheath was kinked 3.4cm from the strain relief. The basket was open when received, with the distal half of the basket missing. All 4 wires had been broken or cut off at 9mm from the base of the basket, with no trace of the basket wire tip present. A functional evaluation was performed. The thumbwheel operation was smooth in both directions. The basket would open and close without resistance. The evaluation revealed that the basket wires were broken. During manufacturing the devices are 100% inspected for device functionality and integrity. It was not possible to determine the amount of force that was exerted on the basket to cause the wires to break. Therefore, the most probable root cause selected for the complaint is "operational context" . A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an optiflex stone retrieval basket was used during a flexible ureteroscopy procedure performed in the kidney on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, two basket wires fell off. The fallen basket wires were successfully removed from the patient using another optiflex basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.